Event description:
A review of the download data for a (B)(6) male pt revealed several instances of service code 107 - multiple abnormal shutdowns. Zoll customer support contacted the pt and issued him a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (service code 107) was confirmed. Upon investigation, the electrode belt's trunk cable connector was unable to securely latch to a monitor, causing intermittent communication between the electrode belt and the patient's monitor and the reported service code 107. The cause for the inability to properly connect to the monitor is a defective trunk cable connector. The root cause of the defective trunk cable connector cannot be positively identified. No adverse event resulted from the defective electrode belt connector. The pt was issued a replacement electrode belt.